Event description:
Had a 3rd degree burn on my shoulder [burns third degree]. Case description: this is a spontaneous report from a non-clinical-study program, (B)(6). A contactable consumer reported a patient of unspecified age, ethnicity and gender started to receive thermacare heatwrap (thermacare heatwrap) from an unspecified date for shoulder pain. Medical history included a car wreck in (B)(6) 2014. The patient's concomitant medications were not reported. On an unspecified date, the patient reported "I was in a car wreck in (B)(6) and suffer from pain in my shoulder so I tried to ease the pain with a thermacare patch; however, when I removed it I had a 3rd degree burn to my shoulder". Action taken with the product was unknown. At the time of the report, clinical outcome of the event was unknown. No follow up attempts possible. No further information expected.

Manufacturer narrative:
Company clinical evaluation comment: based on the information provided, the event burns third degree as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.